Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower sensor scan result compared to an unspecified reading obtained on a competitor brand device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms described as feeling thirsty and indicated unspecified self-treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 5.6 mmol/l was compared to an competitor brand meter result of 16.7 mmol/l. The length of sensor wear was 8 days. When the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.